Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented for an implantation procedure. As part of that procedure the lead intended to be implanted came out of the packaging with the helix partially extended. The physician retracted the helix and placed the lead into the patient. Upon testing the lead it was determined the lead exhibited an absence of sensing, high capture thresholds and high impedance. This first lead was then removed and a different lead which was determined to be fully functional was successfully implanted into the patient. The patient was stable throughout.